Event description:
A report was received that the patients ipg site was uncomfortable and the incision site was bleeding and partially opened. It was noted that the patient had tried to reopen the incision. During the revision procedure, the physician noted a white colored residue which was referred to as necrosis. The physician could not confirm if the residue was an infection, however, patients symptoms were not device or procedure related. The infected area was flushed and packed with antibiotics. The patient underwent a revision procedure wherein the ipg was relocated and the patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patients incisions were looking well.

Event description:
A report was received that the patients ipg site was uncomfortable and the incision site was bleeding and partially opened. It was noted that the patient had tried to reopen the incision. During the revision procedure, the physician noted a white colored residue which was referred to as necrosis. The physician could not confirm if the residue was an infection, however, patients symptoms were not device or procedure related. The infected area was flushed and packed with antibiotics. The patient underwent a revision procedure wherein the ipg was relocated and the patient was prescribed antibiotics.